Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause of the pcu and syringe module shutting down could not be determined during the investigation. The device underwent thorough laboratory testing, and the issue could not be replicated after extensive testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a "misuse message" and there was a "syringe lever alarm". The pcu and modules reportedly shut off. There was patient involvement and no harm. Although requested, no additional information or clarification has been provided.

Event description:
It was reported that the device displayed a "misuse message" and there was a "syringe lever alarm". The pcu and modules reportedly shut off. There was patient involvement and no harm. Although requested, no additional information or clarification has been provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.